Event description:
It was reported that during a prostate procedure, the fiber output became forward-firing after 60,491j with 12 minutes of use. The fiber was replaced and the procedure completed using a second surgical fiber. There were no patient consequences reported due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis revealed the glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. In addition, analysis identified the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks. Due to the glass cap circumferential fracture on the distal side, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window is believed to be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that during a prostate procedure, the fiber output became forward-firing after 60,491j with 12 minutes of use. The fiber was replaced and the procedure completed using a second surgical fiber. There were no patient consequences reported due to this event.